Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy red marks. There was no alleged device malfunction contributing to the irritation. The patient stated they are a physician and will be self-treating with hydrocortisone. Follow up indicated that the skin irritation improved.